Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. A customer reported the capsule holder separated from the capsule base during procedural use, causing the capsule holder to deploy with the video capsule. No harm was reported to the patient or the user.

Manufacturer narrative:
The capsule holder and base assembly is used to partially encapsulate the video capsule. The assembly is flexible and closely fitted to the shape of the video capsule. The assembly has atraumatic features including a rounded perimeter and side slots. The device was not returned for examination. Review of the lot history record ((B)(4) lot 1315787, manufactured june 2013, 50 bx) indicates no anomalies in the manufacture of the lot. A review of complaint history finds no other complaints associated with (B)(4) lot 1315787.